Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-32478. It was reported that the patient could not place the ipg into MRI, diagnostic testing indicated low and high impedances on the implanted leads. As result, the patient underwent surgical intervention on (B)(6) 2020 where one of the leads was repositioned resolving the impedance issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2020-32478.